Event description:
It was reported that during intubation and upon inflating the cuff, the customer experienced a "massive leak". It was necessary to replace the tracheal tube. After removing the tube, the cuff was reviewed and the leak was not detected. There is no report of serious injury or death associated with this event

Manufacturer narrative:
(B)(4). Sample will not be available because it was disposed of by the customer.